Event description:
Defibrillator applied to patient to cardiovert patient. Pads and EKG lead applied. Sync button pressed, charged to 100j and sync button held to cardiovert and monitor would not sync or provide the cardioversion. Another monitor was obtained. Patient converted on her own and did not require the cardioversion when another was obtained.